Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that #25 tooth felt loose. Patient was examined by orthodontic specialist and found to have mild class iii malocclusion with heavy anterior contacts, lack of anterior vertical overbite, rotations of incisors that did not correct without attachments, persistent anterior interferences that could result in loss of enamel and periodontal compromise. Specialist recommends: clear aligner treatment with lower sequential distalization to create overjet, lower ipr, and attachments and elastics as needed to treat the case correctly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.